Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019] the auxiliary water channel: unspecified microbes (16cfu / endoscope) [second time; (B)(6) 2019] the auxiliary water channel: unspecified microbes (64cfu / 100ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument, the air/water, the auxiliary water channels of the device. After the additional microbiological testing, oekg evaluated the subject device and confirmed the following. -the adhesive around the object lens and the light guide lens had degradation. -the adhesive of the rubber of the bending section had multiple perforations and degradation. -the insertion tube was kinked partially. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct for MDR #8010047-2019-03151. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019] the auxiliary water channel: s.aureus (16cfu / endoscope). [Second time; (B)(6) 2019] the auxiliary water channel: a.salmonicida (32cfu / 50ml) and e.coli (18cfu/50ml). There was no report of infection associated with this report.